Manufacturer narrative:
The part was returned for further investigation and the component u1 on o2 flow sensor board out of specification.

Event description:
The manufacturers service engineer (fse) was able to duplicate the reported problem and found the tidal volume is reading +++ on the screen. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturers service engineer (fse) was able to duplicate the reported problem and found the tidal volume is reading +++ on the screen. The customer reported that the unit was in use on patient, but there was no patient harm.